Event description:
It was reported that an alarm occurred when the cartridge was removed during pumping. The customer¿s blood glucose level displayed "high"; however, a specific value was not provided. And action was taken by administering a correction bolus via the pump. Customer received education from technical support, reloaded the cartridge and resumed insulin delivery.